Manufacturer narrative:
Additional manufacturer narrative - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2010, this patient underwent an endovascular repair of a thoracic aortic aneurysm in the distal aortic arch using two gore® tag® thoracic endoprostheses (tgt3415/8137735, tgt3415/8032687). Prior to implantation of the devices, debranching surgery was performed on the left carotid artery and the left subclavian artery. The two gore® devices were implanted just below the innominate artery. It is unknown which device was implanted most proximally. During the procedure partial coverage of the innominate artery was discovered, and a metal stent was placed in the innominate. The physician implanted a metallic stent in the innominate artery and restored the blood flow. The procedure was concluded with no other complications. The patient tolerated the procedure. On (B)(6) 2015, the patient developed a cerebral ischemia. It was identified that the innominate artery was now fully covered by a tag® device. It is unknown if there was a migration of the devices. Another metallic stent was added in the innominate artery to restore the blood flow. During this procedure, the patient developed a stroke. It was reported that the patient's proximal aortic neck had significant thrombus and was severely calcified. On (B)(6) 2010, the patient expired due to the stroke.